Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit did not overheat and stayed within 0.1 degrees of the set temperature. There were no interruptions, alarms or functional anomalies. The IFU for this product states "maintain adequate gas flow through the column and breathing circuit. This will prevent overheating the column and breathing-circuit." "Always verify airway temperature and that there is a regulated gas flow through the system before connecting the humidifier to the patient. Failure to do so may result in heat buildup , causing a bolus of hot air to be delivered to the patient." Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer reported the unit is overheating. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the unit is overheating. No patient involvement reported.